Event description:
Primary tubing just opened and found black residue in the chamber. Tubing was not used and was placed in the clinical leader office. Registered nurse from IV clinical therapy went to unit to obtain tubing and pull/check more with the same lot. A second tubing was found with black residue in the drip chamber. Will submit a second report. Three others were found with a film on the inside of the drip chamber. Manufacturer response for primary IV tubing no filter, infusomat space pump IV set (per site reporter). Waiting on the manufacturer's response.